Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Since calibration and controls were acceptable and the performed precision checks were within specifications, a general reagent or hardware issue could be excluded. Since the issue occurred only once and there were no further issues with the test, the root cause is assumed to be related to pre-analytic sample handling. It is likely that a pipetting issue caused by microclots lead to the observed erroneous result.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for lact2 lactate gen.2 (lact) on a c501 analyzer. The sample initially resulted as 0.2 mmol/l and this value was reported outside of the laboratory. The nursing staff questioned the results since there had been consistently higher results from this patient. The sample was repeated on (B)(6) 2016, resulting as 5.8 mmol/l. The repeat result was believed to be correct. The patient had a new sample collected on (B)(6) 2016 and the lact result from this sample had a result comparable to previous results and was trending higher. This result not questioned. A specific value was not provided for this sample. No other patient samples or tests were affected. Quality control results were acceptable. The patient was not adversely affected. The lact reagent lot number was 15724801, with an expiration date of 05/31/2017. The field service representative could not determine a cause for the issue. He could not duplicate the issue. He ran precision studies and these were within specifications.